Event description:
Info rec'd indicates the CPR is not lowering the head section.

Manufacturer narrative:
The technician isolated the issue to a failing CPR valve. He replaced the CPR valve to repair the bed.